Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient experienced elevated st segment. There was no intervention required. The physician reported that there was air in the vizigo¿ sheath. The physician aspirated but was not able to remove the air. The electrocardiogram (ECG) showed st elevations which were gone after about three minutes. The sheath was replaced with another one from the same type and the procedure was ended successfully. The patient has not exhibited any neurological symptoms since the procedure was completed and has fully recovered. The physician's opinion is that the valve of the sheath was leaky. This is not considered to be a patient adverse event base on the information available.

Manufacturer narrative:
H6. Medical device problem code of ¿appropriate term/code not available (a27)¿ represents ¿patient event - non serious¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, it was reported that there was air in the vizigo¿ sheath. The biosense webster, inc. Product analysis lab received the device and observed on 28-feb-2024 that the hemostatic valve was dislodged inside of hub component. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve separation was also assessed as MDR reportable. The awareness date is 28-feb-2024. The device evaluation was completed on 28-feb-2024. It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient experienced elevated st segment. There was no intervention required. The physician reported that there was air in the vizigo¿ sheath. The physician aspirated but was not able to remove the air. The electrocardiogram (ECG) showed st elevations which were gone after about three minutes. The sheath was replaced with another one from the same type and the procedure was ended successfully. The patient has not exhibited any neurological symptoms since the procedure was completed and has fully recovered. The physician's opinion is that the valve of the sheath was leaky. This is not considered to be a patient adverse event base on the information available. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000218 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. The dislodgment of the valve is related to the issue reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).